Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported that the insulin pump had a no delivery alarm and ended up having diabetic ketoacidosis. The customer's blood glucose was unknown at the time of the incident. The customer stated that they reverted to manual injections in replacing for the insulin pump. The customer stated that the insulin did exit and the insulin pump did not receive no delivery during manual prime. The customer was advised that the insulin pump was working as designed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.